Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that there were difficulties extending and retracting the lead helix. Another lead was implanted. The patient's condition is stable.